Event description:
Complainant alleged that the clinician was attempting to defibrillate a 21 year old male pt in cardiac arrest. The clinician administered six 360 joules shocks, but the pt did not respond and there was minimal to no pt muscle reaction to the defibrillation discharge. The clinician was able to obtain another device (lifejack) to defibrillate the pt. The pt was converted with one shock at 360 joules. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.

Manufacturer narrative:
The second sentence in the event description (section "b5") in the initial report, reported that "the clinician administered six 360 joules shocks...", when in fact: six 300 joules shocks were administered to the pt. This report is updating section "b5" to correctly report the event description.